Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection as well swelling and pain at the implant site in (B)(6) 2014 (day not reported). Subsequently, the patient was treated with multiple courses of oral antibiotics (dates not reported). The implanted device remains.